Manufacturer narrative:
Additional information: h4, h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette had particulate matter (pm) in the patient line. The pm was observed during priming for peritoneal dialysis therapy. The patient was unable to determined where the foreign matter came from. The patient started over with new supplies to continue the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.